Event description:
Approximately 6 days after a coronary drug eluting stenting treatment procedure, the pt returned with recurrent angina and EKG changes. In 2004 the physician deployed a taxus express2 2.5 x 12 mm drug eluting stent in the mid-lad. It is unknown if the lesion had been predilated. Following stenting of the mid-lad, there was mild 60% residual disease, including the proximal lad, at the level of the 2 diagonal branches; mild distal disease; 60-70% focal stenosis in the distal rca and >70% stenosis in the posterolateral branch. Severe left ventricular dysfunction was also noted, with moderate to severe mitral regurgitation. No procedural complications were reported. Pt returned to the e.r. 6 days later with recurrent chest pain and EKG changes. Pt was treated with aspirin, integrilin, heparin and nitrates with initial resolution of the pain. Pt was found to have a myocardial infarction and underwent urgent intervention. During this procedure, it was determined that there was severe left ventricular dysfunction with akinesis of the inferior, anterior and anteroapical walls; the anterobasal wall was relatively preserved. The left ventricular ejection fraction was < 15%; lv end diastolic pressure was 38 mm hg. Severe mitral regurgitation was also noted. A focal aneurysm was also seen between the two diagonal branches, in the proximal to mid-lad. A 60-70% lad stenosis was noted at the level of the two diagonal branches. 80% ostial stenosis of the 2nd diagonal and 95% mid-diagonal stenosis, with timi iii flow in the 2nd diagonal was also noted. Intravascular ultrasound was performed but was complicated by difficulties advancing through the proximal lad. A large filling defect, consistent with thrombus, was seen at the distal edge of the previously placed taxus express2 stent. Ivus demonstrated relatively good expansion of the stent with focal eccentric calcification, with lumen size measured at >2.5 mm. Stenosis distal to the stent resulted in outflow obstruction. The distal edge of the previously deployed taxus express2 drug eluting stent was then predilated with a 2.5 mm balloon followed by implantation of a taxus express2 2.5 x 16 mm drug eluting stent to 16 atms, in and distal to the previously placed stent, extending to just proximal to the distal diagonal branch. Following stent deployment, there was no residual stenosis noted, with resolution of thrombus and excellent antegrade flow. The pt apparently did not take their plavix as prescribed two days prior to this event. Pt is reported to be in satisfactory condition.